Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump (type, concentration, dose and lot number were unknown). The pump's indication for use was listed as intractable spasticity and post spinal cord injury. The patient's medical history, and concomitant medications were unknown. The hcp believed the patient had a spinal cord injury prior to the implant. The patient was having weakness in his legs and could not use them because of it that was a gradual change. The reporter thought the patient had the same symptoms prior to the implant. The event date was unknown. The patient was going to have a lumbar magnetic resonance imaging (MRI). The reporter did not know if there was a suspected problem with the device or therapy. The patient had not had prior MRI's done. In (B)(6) 2015 it was reported that the MRI did not show any acute changes. The dose of the intrathecal baclofen was decreased in the acute hospital. The patient continued with increased tone and this limited some of his functional strength.